Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 05/22/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the complaint device showed a cut, which included one haptic. The optic body of the lens had cosmetic issues and the non-cut haptic was bent. Conclusion: the complaint issue haptic damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process as the product was handled. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Surgeon's email address: unknown/ asked but not available. Other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was fully inserted and removed from the patient's right eye during the same procedure as it was noticed that the haptic was damaged, so it was cut out and removed. The issue was noticed after the lens was inserted into the eye. There was no patient injury. There was no medical/ surgical intervention required. The patient is feeling good. No other information is available